Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
The analysis results of the cartridge found that it was received with the cover slightly separated from the base and with two clips loaded. The latching feature was evaluated and the one cover tab was noted to be damaged leading to the found condition of the cartridge. In order to avoid this kind of issue, it is recommended to insert the clip cartridge into the loading base. Grasp the applier in the box lock area using pencil grip technique. Insert the jaws of the instrument into the individual cartridge slot, making sure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. However, an investigation has been initiated to address the potential root cause of the reported cartridge issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open lobectomy procedure, the clip dropped from the jaws just after feeding and was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.